Manufacturer narrative:
Examined plate and found nothing to indicate that the plate was the cause of screw breakage. Examined plates threaded holes with 5-44 thread gage; all holes passed inspection. Checked thread trajectories with targeting guide 80-0696 (batch 243668) and thread-in barrels; no issue found. Additional mdrs associated with this event: 3025141-2018-00329: screw.

Event description:
A screw that had been placed in an aculoc2 vdr plate broke post op as seen on x-ray before routine hardware removal surgery.